Event description:
It was reported there was a speaker malfunction with no sound being emitted. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
The biomed reported that the device has physical damage and they do not know the cause of the damage. In addition to the speaker malfunction, the biomed stated the handle has broken off, the front bezel is cracked, the side bezel is broken, and the device is missing a serial number plate. The customer was provided a quote for parts/services. The customer has not accepted the quote; therefore, the cause cannot be determined at this time.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported there was a speaker malfunction with no sound being emitted. The device was not in use on a patient at the time of event, there was no patient involvement.